Manufacturer narrative:
(B)(4). Analysis: additional information has been requested related to any patient consequences. In addition, a device memory dump has been requested for analysis. Conclusion: based on the available information, the cause of this event cannot be determined. Once additional information has been received, this event will be updated and a supplemental report filed.

Event description:
Medtronic received information that during coronary artery bypass grafting, this bio console's, model 560, user interface exhibited touchscreen operation issues. It was reported that the control knob, display value and pump continued to run. In addition, it was reported that the customer could not manage any alarms while the autoclamp system was functioning, because the blood level in the reservoir was lower than the set limit. Backflow was occurring. The unit was restarted requiring hand-crank. Twelve hours after the event, the customer tested the unit and it worked appropriately. It was reported that the product would not be returned. There was no report of consequence or serious injury to the patient as a result of the event; however, no details were provided.